Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI -unknown due to unknown lot number. Implanted date: device was implanted on an unknown date. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number/product code combination was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The following was reported through literature review entitled incidence, predictors, and treatment options of critical limb ischaemia after use of collagen plug-based vascular closure devices,eurointervention 2015; 11:816-823, doi: 10.4244/eijv117a166. A (B)(6) male patient who underwent a coronary procedure to treat one (1)-vessel coronary artery disease including the application of an unknown angio-seal vcd. The patient developed post-procedural cli (critical limb ischemia) and underwent an angioplasty/stent procedure to resolve it on an unknown date between (B)(6) 2006 and (B)(6) 2013. The patient subsequently died of cardiogenic shock (date unknown). Ef (ejection fraction) 30%. Pad (peripheral artery disease), and pci. Patient developed cli (critical limb ischemia).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update initial reporter - city.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.